Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. During the explant procedure, the physician noted an insulation breach on the ra lead close to the suture sleeve. The ra lead was explanted and replaced. The patient was stable throughout.